Manufacturer narrative:
The insulin pump passed basic occlusion test and displacement test. No motor error alarms were noted. However, the insulin was unable to prime unit during prime test due to faulty force sensor. The motor was tested outside the device and passed. The insulin pump was unable to perform excessive no delivery test and occlusion test due to prime anomaly. The insulin pump was received with minor scratches on lcd window, broken belt clip slot and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the insulin pump has been alarming motor error and no delivery for the last six months during prime. Device was not exposed to a magnetic field. Customer does not use the sensor feature and is able to complete the rewind sequence. Customer stated her blood glucose was 358 mg/dl the day prior to the call and thinks it was due to her surgery; treated with manual injection. In the morning her blood glucose was 131 mg/dl and received a no delivery alarm. Nothing further reported.